Event description:
The customer reportedly obtained a 200 "something" (mg/dl) and 109mg/dl on the accu-chek aviva system within a ten minute timeframe. The customer states that she washed her hands in between the results. No reported actions taken or treatment rendered based on the results. No adverse event reported. New system sent to customer and return requested.